Event description:
The core impaction drill was sent for eval, because it sparked during a procedure. No adverse event was associated with the device; a readily available alternate device was used to complete the procedure without any clinically significant delay.

Manufacturer narrative:
During failure analysis, the customer's complaint could not be confirmed. However, the device exceeded the allowed temperature rise. Corrosion was noted within the internal components of the device.